Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. There appears to be a delay between pacing and evoked response. The recommended programming changes will not be made. Review of the freeze capture showed normal device behavior. The patient is doing well.